Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4542 competitor implantable pacing lead 2012-(B)(6); 4076 implantable pacing lead 2012-(B)(6). (B)(4).

Event description:
It was reported by the patient that "something is wrong with the adjustment of the device." The patient noted that their heart rate is approximately 120 to 130 beats per minute and "it doesn't feel right." Multiple follow-up attempts to obtain additional information were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.